Event description:
The clinic reported that they were seeing undercorrections on high myopia customvue treatments and requested a system check. One of their patients presented at the one week post-op exam with a loss of two lines of best corrected visual acuity in the patient's right eye. The patient's pre-op bcva was 20/20 in the right eye and 20/25 in the left eye. The patient's one week post-exam was 20/30 in the right and left eye. No other patients were reported as having a loss of bcva.

Manufacturer narrative:
The amo field service specialist evaluated the laser system at the customer location and found the system operating per its specification. No issues were found with the system. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.